Manufacturer narrative:
At this time the product has not been returned for investigation, and requests for further information regarding the case have been ignored by the reporter. If the product is returned, an investigation into the alleged accuracy issue will be performed. With an abundance of caution this report is being filed with the understanding of the potential patient harm that could be caused by inaccurate measurement.

Event description:
Sensor unit would not calibrate with the navigation unit. A new oa+ unit was opened and then it successfully calibrated with the sensor unit. The distal femoral cut was off by a significant amount.